Manufacturer narrative:
The drainage bag and patient line tubing were patent and met the requirements for leak testing. The catheter was returned in two pieces of lengths 23 cm and 57 cm respectively. The tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to aneurysm embolization on (B)(6) 2016. According to the report, blood was found inside the catheter when it was positioned. The report stated that the catheter was pulled out and was found to be broken. It was reported that all the broken parts were retrieved from the patient's body and the doctor replaced the device with another device. Reportedly, the patient was in a coma prior to the surgery, however following the surgery the patient was awake and well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.